Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to stay closed and unable to recover. The customer attempted to recover the drawer, but the issue persisted and shown required maintenance message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. The field service engineer fse identified that the full height cubie drawer was missing the keep magnet. The failed component was replaced, and the drawer functioned properly afterward. Diagnostic testing confirmed that the device was operating correctly, and no additional issues were identified. The system functioned as intended after the field service engineer repaired the device.